Manufacturer narrative:
Qn# (B)(4). The reported complaint of "torn/ruptured - info not provided" could not be confirmed based upon the sample received. The customer returned one unit 5-10314 et tube, hvt, 7.0 for investigation. The returned et tube was able to inflate and deflate with no difficulty. All et tubes are 100% inspected for both inflation and deflation at the time of manufacturing. A device history record review was performed and showed no evidence to suggest a manufacturing related issue. No functional issues were found with the returned device.

Event description:
It was reported that: "et tubes burst balloons upon insertion in patient.".